Manufacturer narrative:
Device evaluation: the product was returned on march 7, 2025. The investigation of the product was completed on may 20, 2025. The devices were inspected; no device failure could be found. They are working as intended. Nerves and muscles of the patient can be stimulated due to low-frequency electrical currents during high-frequency surgery. Electrically stimulated muscles must therefore be expected when using electrosurgery on electrically stimulated structures. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during operation patient was shocked by electricity and doctor was shocked through patient. Please do electrical safety test of this device. Device works properly and there was no error message on the device. Pedal sent for checking too. No negative impact in state of health reported.